Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer medwatch# (B)(4) initially reports that while the surgeon was removing the small weitlaner retractor from the surgical site the retractor broke into 2 pieces. The two pieces were removed from the field. An x-ray was taken and read as clear by radiology. No further information available

Manufacturer narrative:
(B)(4) 2015 integra investigation completed. Manufacture date unknown. Method : failure analysis, device history evaluation. Results: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation.